Event description:
It was reported that one day post implant, the patient experienced diaphragmatic stimulation and bradycardia. An x-ray was performed and confirmed that both the atrial and ventricular leads dislodged. The leads were explanted and replaced with a competitor leadless pacemaker. The patient was stable.

Event description:
New information received indicates the leads were initially repositioned on (B)(6) 2024. After this, the leads dislodged again and were then explanted.

Manufacturer narrative:
The reported events were lead dislodgement and muscle stimulation. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.